Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The device evaluation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. The returned device's visual inspection, visualization and screening tests were performed following bwi procedures. Visual analysis revealed a hole in the pebax with blood inside it. The device was connected to the carto 3 system and was recognized correctly; however, errors 105 and 106 appeared on the system. Further analysis was performed and it was observed two open circuits in the tip area and a hole in the pebax. The root cause of the pebax condition could be related to improper handling; however, this cannot be conclusively determined as there are control inspection points to avoid these issues. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿catheter was being displayed on the carto 3 system as moving¿ and the biosense webster¿s inc. Lab finding of ¿two open circuits in the tip area¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿fluctuating force readings¿ and the biosense webster¿s inc. Lab finding of ¿hole in the pebax¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. During the procedure, the ablation catheter displayed fluctuating force readings on the carto 3 system after zeroing appropriately. The catheter was also not being visualized properly on the carto 3 system. The catheter was being displayed on the carto 3 system as moving; however, the physician confirmed that the catheter was not moving. The ablation cable was replaced without resolution. The catheter was replaced and the issue resolved. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, observed a hole in the pebax with blood inside it. This event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on (B)(6)2023 and have assessed this returned condition as reportable.